Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   One g7 str monoblock shell insrtr was returned and evaluated. Upon visual inspection the device had impact marks on the strike plate and the threaded tip had fractured. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon impacted the g7 acetabular shell into the patient and when he unscrewed the inserter from the shell, he noticed that some of the threads from the end of the inserter sheared off inside of the shell. A new shell was used to complete the surgery. Attempts have been made and no further information has been provided.